Event description:
It was reported that the device displayed an eri message. It was normal battery depletion. An ins replacement was scheduled. During the ins replacement the physician nicked an extension with cautery. The manufacturer's device registry showed that the ins was replaced and a new extension was implanted. It was not clear if the nicked extension was explanted. Following the surgery it was reported that the patient was doing great. It was noted that the patient had rib pain, and the octad lead had been placed in the "gutter" to alleviate this pain.

Manufacturer narrative:
(B)(4). Lead: model 3888-45, lot# v687755, implanted: (B)(6) 2011, explanted: na; lead: model 3888-45, lot# v687755, implanted: (B)(6) 2011, explanted: na; lead: model 3777-60, implanted: (B)(6) 2011, explanted: na; extension: model 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk; extension: model 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: na; programmer: model 37743, serial# (B)(4).